Event description:
It was reported that the ventricular lead dislodged. The patient experienced twiddler's syndrome. The patient developed an infection. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) review of quality records.